Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that, this cardiac resynchronization therapy pacemaker (crt-p) performed a lead safety switch for the right atrial (ra) lead due to an out of range impedance measurement. Since then, the pacing and the sensing configuration for the ra lead have been set to unipolar. Additionally, atrial tachy response (atr) episodes have being recorded as a result of noise and myopotential oversensing. The technical services (ts) discussed troubleshooting options. This crt-p remains in service. No adverse patient effects were reported.

Event description:
It was reported that, this cardiac resynchronization therapy pacemaker (crt-p) performed a lead safety switch for the right atrial (ra) lead due to an out of range impedance measurement. Since then, the pacing and the sensing configuration for the ra lead have been set to unipolar. Additionally, atrial tachy response (atr) episodes have being recorded as a result of noise and myopotential oversensing. The technical services (ts) discussed troubleshooting options. This crt-p remains in service. No adverse patient effects were reported.